Manufacturer narrative:
Result: slide (glide rod).

Event description:
It was reported by service report that the foot side rails could not be raised and locked. It is unknown if there was patient involvement or if there were adverse consequences to report.